Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimu lator (ins). It was reported that the patient¿s file showed they had high impedances on (B)(6) 2017. It was reported that the patient was complaining about charging 4 hours every three days. They stated that the battery position was irritating when they wore tight pants or leaned back on a chair. There were no factors reported that may have contributed to the issue. It was indicated that the impedance issues still were apparent. The patient was being referred for a consult to have a revision to have a new ins placed. The issue was not resolved at the time of the report. It was indicated that the doctor would have further information by feb-27-2020. It was unknown if surgical intervention occurred, but the rep indicated that they would follow-up with more information. Additional information was received from the rep on 2020-02-04, reporting that the patient notified them of having tachycardia and were recently diagnosed with afib (atrial fibrillation). It was reported that the patient reached out to the rep because their stimulation increased intensity right before or after the incidents. It was reported that they turned stimulation off and were seeing their primary care physician. No further complications were reported/anticipated. On (B)(6) 2020, additional information was received from the manufacturer representative (rep) reporting that the patient was seen t oday and was waiting for authorization for an ins rep and lead revision. It was clarified that the patient¿s tachycardia and recently diagnosed atrial fibrillation was not related to their device/therapy. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Event description:
Additional information was received from the consumer and it was reported the patient stated on (B)(6) 2020 they bent down and the ins came 'out of it's pocket' and has been pinching a nerve. The stimulation has been turned off since because the stimulation brings them to there knees. The patient spoke with a manufacturing representative (rep) about this on (B)(6) 2020. The patient is having a MRI done for an ins revision. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID (B)(4), serial# (B)(6), implanted: (B)(6) 2016, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via phone call with patient and it was reported that the device was not removed and is still inside them. They are waiting for the revision surgery. The cause of the symptoms was not the device. The patient bent and hurt themselves on (B)(6) 2020. An MRI shows they have a herniated disc. When the ins is on it hits the same nerve as the herniated disc. The patient has since turned the device off and is waiting for a revision surgery date.the patient may choose to replace the device but no dates are confirmed. No further complications were reported/anticipated.